Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the common compute controller (ccc) cfg to resolve the issue. The system was tested and verified as ready for use. This unit was returned for failure analysis, and the reported issue was confirmed and replicated. The issue could not be confirmed via lighthouse as it is not associated with an error code. The ccc was visually inspected, and no issues were found. The unit was taken to a programming station, where it was connected and confirmed to be bricked through vmware. As a result of these findings, the root cause was determined to be a bricked ccc. The complaint was confirmed based on failure analysis, which indicates that the device may have contribute to the customer reported issue. Blank MDR fields:the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable.the expiration date for section d4 is not applicable.field d6 is blank because the product is not implantable.information for the blank fields in section e1 is not available.fields g5 and g7 are not applicable.field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the system would not power up all at once before the case began. Troubleshooting began with a hard cycle of the entire system, but this did not resolve the issue. The components were then powered up individually, revealing that the vision tower was the only component failing to power up correctly, as indicated by its blinking blue power button. Due to this, the customer decided to switch the case to another system. There was uncertainty about any power testing or power loss from the previous night. System logs were unavailable during the call. There was no report of patient involvement or reported injury.